Event description:
The following was reported to hamilton medical ag: (translated by google translator) the device remained dark after switching on and continuously generated the alternating-alarm tone. Device connected to mains power - no change, mains power off and all batteries removed - no change. Device connected to ac power without battery - device boots normally. No consequences and no patient harm occured.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. Hamilton medical ag case number is: (B)(4).